Manufacturer narrative:
It was reported that the d850 was allegedly unlocking on it's own. A stryker field service technician (sfst) went to the customer site and visually examined the table and performed cycle tests and a full mechanical evaluation. The sfst was unable to replicate the complaint. There were no patient involvement, injuries or adverse consequences reported.

Event description:
It was reported that the d850 was allegedly unlocking on it's own. There was no patient involvement, injury or adverse consequence reported.